Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during patient infusion with one unit of revaclear 300, an external blood leak was observed after five minutes into treatment. The leak occurred at the venous side of the filter. Treatment was stopped, the filter was checked and cleaned. Blood loss was estimated to be less than 150 ml. The blood was returned to the patient holding the venous side to prevent further leak. The venous line was disconnected and a rupture was found in the connector. The filter was replaced for another revaclear 300. There was patient involvement with the reported event; however, no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed a line of blood that appeared to be in the header cap area. The image does not show where on the dialyzer the blood leaked from. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.